Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally ranges in the 120mg/dl's two hours after eating. Performed back to back blood test results - 80 and 96mg/dl. Last 5 results in memory were 76mg/dl, 96mg/dl, 73mg/dl, 80mg/dl, and 71mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (71) and the highest normal result (120) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of low blood results. Caller normally ranges in the 120 mg/dl's two hours after eating. Performed back to back blood test results - 80 and 96mg/d. Last 5 results in memory were 76mg/dl, 96mg/dl, 74mg/dl, 80mg/dl, and 71mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (71) and the highest normal result (120) is located in zone b/c. No adverse event reported.